Event description:
A healthcare professional reported that when the cassette was put into the machine part of the fluid bag got caught. During phacoemulsification, the fluid ran out causing the eye to depressurize. While trying to repressurize the eye, the surgeon tore the posterior capsule. The cassette was removed, replaced and then went through priming again which allowed the surgeon to finish the case. The surgeon completed the procedure by implanting a lens in the sulcus. The patient had a secondary surgery of a vitrectomy with repair of choroidal effusion. Additional information and product sample have been requested for this report.

Manufacturer narrative:
The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. (B)(4).